Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent, nausea and abdominal pain. The patient was treated with levofloxacin (0.4 grams, intraperitoneally, three times a day). At the time of the report, the patient remained hospitalized but was reported to be recovering. It was not reported if levofloxacin was ongoing. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Referenced study: study title: a prospective, randomized, multicenter, open-label, interventional study comparing survival in subjects receiving peritoneal dialysis or hemodialysis (surind). As the sample was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was reported to be either an intestinal infection or poor aseptic technique but neither cause could be confirmed. The patient recovered after 2 weeks of treatment. Levofloxacin was stopped and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.